Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump powered on per normal operation. The review of the black box data showed a low battery warning followed by a replace battery alarm on the date of the alleged ¿no power¿ issue. The voltage in the black box was low and the pump was not resumed following a replace battery alarm. No damages were found to the battery cap or the battery compartment. The pump was exercised for 24 hours with no power interruptions. The pump electrical current draws were tested and noted to be within specifications. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was opened and no damages were found to the power circuit. (B)(4).